Event description:
The customer observed instrument error codes (ec 3028: liquid not found) on the alinity s system ((B)(4)) for multiple samples over multiple reagent assays. The field service engineer (fse) on site, inspected the instrument. It was discovered that the alinity s system was giving lls errors on s2 at las position. The fse noticed that with sample 2 pipettor was not aspirating from position 1, but from position 2 on the instrument. It was found that the sample 2 pipettor location was set for position 2 instead of position 1. All other calibration points were correct. Whenever sample 2 was to aspirate from position 1, it would aspirate from position 2. Due to the configuration error for the sample 2 pipettor, incorrect results were generated for approximately (B)(4) patient samples and approximately (B)(4) tests. The customer nor the fse could differentiate from the attached patient information which results were the correct results for the given sample ID. The issue was resolved with recalibrating of the sample pipettors. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Update: on (B)(6) 2022, the results generated with the incorrect sample pipettor calibration were released to the customer¿s clients as automated by their system. Subsequently, each of these samples were retested after the correct sample pipettor calibration was completed and it was verified no changes to the results reported to their clients was needed. All results were in alignment between the initial testing with the incorrect sample pipettor calibration and the retesting with the correct sample pipettor calibration.

Manufacturer narrative:
B5 - describe event or problem: additional information added in this section. Update: on (B)(6) 2022, the results generated with the incorrect sample pipettor calibration were released to the customer¿s clients as automated by their system. Subsequently, each of these samples were retested after the correct sample pipettor calibration was completed and it was verified no changes to the results reported to their clients was needed. All results were in alignment between the initial testing with the incorrect sample pipettor calibration and the retesting with the correct sample pipettor calibration. Tracking and trending data was reviewed and did not identify any related trends. Device history records were reviewed, and no non-conformances, potential non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. A review of as1256 and acp355bsq06 instrument service history revealed one instance of sample pipettor recalibration on(B)(6) 2022 that is deemed to be the contributing factor to the current complaint. The identified service ticket was opened to address m088d turnstile drive error with intermittent homing and movement issue on a3600 alinity s spur instrument. Per the ticket notes, crystallized buffer was found on the alinity s system that required abbott ambassador to deep clean the instrument by lifting the a3600 spur instrument and moving the alinity s instrument. Additionally, troubleshooting by the abbott ambassador required the replacement of the turnstile motor and recalibration of the sample pipettor on february 4th. This recalibration of the r2 sample pipettor on february 4th has been identified to be incorrect and resulted in the sample ID mis-association identified in the current complaint. Further investigation by the alinity s engineering group confirmed that one of the four sample probe/las positions on as1256 was incorrectly calibrated on (B)(6) 2022. Since three calibration locations were correctly calibrated, not all samples/tests processed in the affected timeframe of (B)(6) 2022 to (B)(6) 2022 were impacted. The review of the as1256 log files identified a total of 378 samples that were run on las 1 between (B)(6) 2022 to (B)(6) 2022. Out of these 378 samples, only 5 samples (all 5 samples were for alinity s hiv combo assay number 180) were identified to be mis-associated where the incorrect sample was aspirated. While performing the m&d procedure 7140 sample pipettor las calibration, the operator (fse) is prompted to follow certain sequence of steps. An incorrect calibration resulting in a mis-associated sample can occur when the operator incorrectly mixes sequence of steps instructed by the prompts or incorrectly moves the channel 2 probe to las2 placed calibration tool instead of las1. The alinity s instrument pairs samples together when aspirating. When the samples are paired, sample channel 2 will aspirate at the las2 position and channel 1 will aspirate at the las1 position. In this scenario, the calibration issue would not result in mis-association as the las2 position was properly calibrated for channel 2. If the instrument is unable to pair two samples, either due to only a single sample being presented or due to un-paired reagent packs being assigned to the two samples, then the las samples are processed individually. This can result in both sample channel 1 and 2 being assigned to aspirate from the same sample for different test reps. In this scenario sample channel 2 can be assigned to aspirate from the las1 position. The calibration error then puts channel 2 at the las2 position, where it can either aspirate air (if only a single sample was allocated by the las), or it can aspirate an alternate sample (mis-associating the test result of this alternate tube with the sample the test was originally ordered against). In this case, human error in sample pipettor calibration resulted in five mis-associated test results. Based on the investigation, no systemic issue or product deficiency for the alinity s system (sn (B)(6) was identified.

Manufacturer narrative:
Updates to section h6- following codes were updated. Type of investigation; b14 (analysis of production records) was added. Component code was updated from g3001 analyzer to g02008 ¿ computer software. Investigation findings code was updated from c19 no device problem found to c10 software problem identified. Investigation conclusions code was updated from d11 cause traced to user to d01 ¿ cause traced to device design. Further investigation into issue identified that the issue occurred as a result of human error caused by the field service engineer (fse) failing to perform all steps associated with maintenance and diagnostics (m&d) procedure 7140 sample pipettor las calibration (fse logon). It was noted that sample 2 pipettor was aspirating from a wrong position due to an incomplete calibration during execution of the m&d procedure. Alinity s system software version 2.9.0 requires the use of a barcoded calibration tool by the abbott field service engineer (fse) when calibrating sample pipettors at the las aspiration positions during the m&d procedure 7140. A product correction letter was issued on 16jan2024 to all alinity s system customers who have installed alinity s systems, notifying them of this potential issue. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity s system to install software version 2.9.0 and continue to operate and maintain the alinity s system as described within the alinity s system operations manual.

Event description:
Update: on 21feb2022, the results generated with the incorrect sample pipettor calibration were released to the customer¿s clients as automated by their system. Subsequently, each of these samples were retested after the correct sample pipettor calibration was completed and it was verified no changes to the results reported to their clients was needed. All results were in alignment between the initial testing with the incorrect sample pipettor calibration and the retesting with the correct sample pipettor calibration.